Event description:
It was reported that the right ventricular (rv) lead exhibited decreasing impedances, and the atrial lead exhibited noise and volatile impedances. Both leads were explanted and replaced. Additionally, during the replacement procedure, the physician noted that it was not possible to screw in the helix on either lead prior to extraction. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the actual lead was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Impedance - impedance/resistance decrease: steadily decreasing lead impedance from approximately 500 ohms in (B)(6) 2010 down to approximately 250 ohms in (B)(6) 2012.